Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with sensor glucose up to 306 mg/dl and confirmatory fingerstick up to 347 mg/dl, lasting over 1.5 hours, and an infusion set change was performed after initial observation; the user reported the teflon 6 mm cannula appeared straight and replacement infusion sets were arranged. Symptoms included no reported acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, continued use of the ilet without backup therapy, negative ketones, and adherence to a ketone action plan. Investigation included user follow-up, review of reported device performance, and assessment of infusion set function. Investigation of this case revealed elevated glucose with downward trend on the ilet display and a straight, non-bent cannula reported at the time of set change. It was concluded that the event was hyperglycemia with unclear cause; the user was advised and supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.